Manufacturer narrative:
No additional information has been received to date. D5 operator of device: patient/consumer. No product has been returned to date; the reported lot number is 4268025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette or tubing caused the pump to alarm. The cassette and tubing were changed to new ones and the infusion continued. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
Corrected data: updated d4, g5, h6.